Manufacturer narrative:
Additional information has been provided in h6. Corrected information has been provided in h3. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: the cause of the issue was biomaterial ingestion as evidenced by motor current spike and speed deviation prior to drop in flow and returned product evaluation showing ingested biomaterial. Hemolysis/patient-device interaction problem: the cause of the issue was biomaterial ingestion as evidenced by log analysis showing ingestion signature before reported hemolysis and returned product evaluation showing ingested biomaterial.

Manufacturer narrative:
H6 medical device problem code has been updated.

Event description:
An impella rp flex was inserted via the jugular vein to support the 45 year old male patient who had been admitted in with known cardiomyopathy, presenting in scai stage d shock. The patient was already on the heartmate lvad, inotropes, vasopressors, and a vent for respiratory needs prior to the pump implant. The pump was placed successfully but, due to the recent open chest surgery for the lvad placement there was no anticoagulation on board. The pump had a drop in flows. The team began the anticoagulant bivalirudin but, the labs showed the patient was still subtherapeutic for clotting. The following day the ldh and plasma free hemoglobin (pfhg) labs were elevated and the team made decision to explant the rp flex, and when explanted the team observed thrombosis on the pump inlet. The team did relay the pfhg lab was elevated at 129mg/dl and the ldh was also elevated, both of these labs are indicative of hemolysis. Systemic anticoagulation was not initiated due to the open chest from lvad deliver, and thrombosis occurred. The explant was performed with no consequence to the patient and no known intervention was performed for the thrombosis. The patient has survived and is on the lvad for support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.